Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and ran entire ovp (operational verification procedure) to do check out on the unit. The unit passed all tests and is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has low volumes. The customer confirmed that there was no patient involvement associated with the reported event.